Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. There were no visual abnormalities noted during the evaluation. The instrument was engaged in the end of firing safety interlock. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, when checking the operation of the device before using it for a patient, a malformed clip was ejected. The event occurred during the procedure but the product was not used for patient. The procedure was completed with another device. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.